Event description:
It was reported that during knee procedure, the reamer tip broke off. Tip section was removed from patient. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available.